Event description:
The event is reported as: the customer alleges that the product attachment fell apart at the connection where the tubing connects to the purple attachment. The attachment was replaced. No report of a patient harm or injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.